Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected a single abrupt change in right ventricular (rv) lead pace and shock impedances. The physician suspects electromagnetic interference (emi) but plans to bring the patient in for troubleshooting and additional investigation. No adverse patient effects were reported. Attempts to obtain additional information was unsuccessful.